Manufacturer narrative:
MDR 3003442380-2026-87794 / initial 1 of 5. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced five infusion sets tape not sticking events on (B)(6) 2025.